Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. H3 other text: 4119.

Event description:
It was reported that the ventilator's screen went blank while on patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator's screen went blank while on patient. According to the information provided by the technician, the ventilator's screen turn off during use. No additional information was provided. Unfortunately device logs were not provided for further investigation. Touch screen failure does not affect ongoing ventilation. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).